Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received via regulatory authority in netherlands on 02-jul-2015 following television broadcasting. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for sterilization. The insertion was painful. One of the coils (right) burst/broke, due to this a part of the end came in the uterus. Patient experienced a lot of complaints because of this, patient mentioned that she experienced pain on the right when seated and that she experienced a lot of flux, patient also mentioned to have reported this to the gynecologist. Patient felt the presence of the coils and had a lot of physical complaints. In the email of the patient contradictory information was reported regarding the execution of the hsg (hysterosalpingogram) 3 months later ((B)(6) 2011; no result was provided). Eventually the coils and the oviducts were removed by a gynecologist (different that the treating gynecologist). The pain became less by this, but is not fully gone. A piece of the coil was adhered in the uterus, this could also not be removed. Patient still has pain complaints at this moment. Patient mentioned that the gynecologist (different than the treating gynecologist) checked her file and mentioned that a picture was made in the hospital on which the complication (a possible perforation) was seen, this was never shared with patient. No further information can be obtained. Product technical complaint (ptc) investigation results were provided on 15-jul-2015: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 16-jul-2015 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed (B)(4) cases. Uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the insertion was painful. One of the coils (right) burst/broke. The coils and the oviducts were removed. A piece of the coil was adhered in the uterus and a suspicion of perforation was considered. The event device breakage is listed (anticipated) according to the product technical analysis (ptc), while the event suspicion of uterine perforation is listed in the reference safety information for essure. Both are serious due to medical importance. During difficult insertion/removals, single cases have been reported of essure breakage. Also, uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, device breakage occurred during essure insertion procedure and the suspicion of uterine perforation may have occurred during removal of essure. Given a compatible temporal relationship, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident due to intervention required. Additionally, non-serious events were reported. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit. No further information can be obtained.

Manufacturer narrative:
Follow-up received on 19-may-2016. Letter received via legal department. Consumer stated that she was hampered in her daily functioning and suffered damages. Device similar case listing the list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 20-may-2016 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed (B)(4) cases. Uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this is a non-medically confirmed spontaneous case report, follow up received informed that the case is now under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the insertion was painful. One of the coils (right) burst/broke. The coils and the oviducts were removed. A piece of the coil was adhered in the uterus and a suspicion of perforation was considered. The event device breakage is listed (anticipated) according to the product technical analysis (ptc), while the event suspicion of uterine perforation is listed in the reference safety information for essure. Both are serious due to medical importance. During difficult insertion/removals, single cases have been reported of essure breakage. Also, uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, device breakage occurred during essure insertion procedure and the suspicion of uterine perforation may have occurred during removal of essure. Given a compatible temporal relationship, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident due to intervention required. Additionally, non-serious events were reported. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information will be obtained through litigation process.